Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was confirmed. It was noted that this was the patient¿s first overdischarge. It was further noted that coupling issues were reported. The reporter stated the battery depletion was normal. The reporter further stated that a physician mode recharge (pmr) did not successfully reset the device. It was noted the ins had been painful for the patient since implant, both with charging and migration in the pocket. It was further noted that every charging session gave the patient a burning sensation that was very painful. The reporter stated the ins had been depleted since (B)(6) 2013. The reporter further stated a pmr was done, but after three hours of trying the clinician programmer could not even read the battery or clear a power on reset (por) code. It was noted the patient had pain, burning sensation, and redness at the device pocket. It was further noted the patient felt a burning pain while charging and redness occurred at the site of charging. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the cause of the overdischarge was patient compliance. It was noted the patient was not using the ins and did not charge it. It was further noted that when the patient tried to recharge the ins after months on not charging, they felt pain at the ins site. It was noted that no diagnostics had been done. The reporter stated the patient would see their follow-up healthcare professional (hcp) on (B)(6) for a separate procedure and they would restate their concerns to the hcp and explain their pain along with the inability to recharge. The reporter further stated the patient was not able to charge without pain and they were not receiving therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The stim battery had reduced capacity due to overdischarge. Analysis summary: the ins was tested in a set temperature controlled oven at 30° c, and placed in the offset block, since the charging head will need to be operated in the oven, 30° c was chosen (inside the operating spec of 10° to 35° c). If ran in a 37° c oven, the limited ability of the head to dissipate heat, while in a offset block and oven, would cause the charger to over-temp and stop the charging session. There were no anomalies observed regarding the "burning sensation while charging", nor were there "coupling issues" observed, as the ins did pass the ngt and the heat test during recharge, (see the heat test process during recharge and heating during recharge report, located in the attachments). There was no evidence that suggested the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was not in a clinical study. The reason for removal was the implantable neurostimulator (ins) had normal battery depletion. The device was reportedly replaced with another product by the manufacturer. There was no patient death reported. It was also noted that the ins/ipg parameter history was "unable to read."

Event description:
Additional information received reported the patient was not able to recharge without feeling pain since the manufacturer representative (rep) met with her. The rep met with the patient recently and they discussed the patient returning to the implanting surgeon for a possible battery exchange. The rep was yet to hear if that visit had been scheduled. Additional information received reported the patient was scheduled for an ipg replacement on 2014 (B)(6) at 1330. It was reported, the patient would have a non-rechargeable battery implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).